Event description:
Hcp reported broken pump connector. Pump purge normal fluid drops - actual volume zero, expected volume 3.7cc in reservoir. Device explanted and returned to manufacturer for analysis. Pt underwent implantation of another pump and a catheter revision.